Manufacturer narrative:
Outcomes attributed to adverse event: caudal block. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via healthcare provider, regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. During a call for MRI compatibility, an MRI tech reported that the patient indicated they had not had their stimulation turned on since replacement due to severe pain when stimulation is turned on. Troubleshooting was unable to be performed as the patient did not have their controller. There were no device issues reported, and no further patient complications reported at this time.  Additional information was received from the healthcare professional who stated the patient has MRI scheduled for next week and will have follow up appointment with hcp on (B)(6) 2021. Additional information was received from a healthcare professional (hcp). The hcp reported that the patient was seen by their physician on (B)(6) 2021. It was reported that the patient's severe pain was caused by/related to the device/therapy. With regard to clarification of the statement that the patient's device had not been turned on since implant due to severe pain, the healthcare professional (hcp) reported that the patient's stimulation had been on, but amplitude of stimulation had not been increased. The patient was sent to a different doctor for pain and planned caudal block. They were advised to go to physical therapy if the paint persisted. It was unknown whether the issue had resolved. Device removal was not planned and the device was still in use.